Manufacturer narrative:
(B)(4). Are the lot numbers of the devices available? This was reported to medwatch. What were the indications for surgery? What surgical procedure was performed? Initial surgery was laparoscopic assisted sigmoid resection w/primary stapled anastomosis. Were both circular staplers used in the same procedure? If so, why? Were there any issues experienced with the devices in the initial surgical procedure? No noted complication or leaks during surgery. What healthcare professional fired the device and what is his/her experience with the device? Surgeon . Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? No noted complication or leaks during surgery. Was the device difficult to fire? No noted complication or leaks during surgery. Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? Fluid coming out of wound, suspect leak and plan to exploratory surgery. Op report-4mm opening at the staple line discovered with ascites mixed with bowel content. How was leak identified? Exploratory surgery. How was the leak addressed in during the reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. What is the current status of the patient? Receiving outpatient wound care. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are the lot numbers of the devices available? What were the indications for surgery? What surgical procedure was performed? Were both circular staplers used in the same procedure? If so, why? Were there any issues experienced with the devices in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? How was the leak addressed in during the reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. What is the current status of the patient? Maude report # mw5086981.

Event description:
It was reported that post-operative of an unknown procedure a four millimeter opening at staple line was discovered during return to surgery.